Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was reportedly in the 200-300 mg/dl range. Reportedly, the customer either "massaged" the tubing or changed the site in order to address for the occlusion alarms. System check could not be performed as the issues occurred in the past.